Manufacturer narrative:
D4 - model #: s1432650 corrected to vicm5_13.2. Claim # (b)(5).

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens of -6.50 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. The patient experienced refractive surprise, slighly more hyperopic than planned, udva is 0.9. Patient is dissatisfied with near vision and computer distance, lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.